Event description:
This is a report of peritonitis in a patient coincident with dianeal therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. On an unreported date, the patient had constipation which caused peritonitis. The patient was hospitalized for peritonitis. The patient was treated with injection (inj), vancomycin (1gm, stating dose, and route not reported), inj. Reflin (1gm, daily (od), and route not reported), inj. Ecomer (1gm, od, and route not reported), inj. Amitax (100mg, od, route not reported), and inj. Heparin (500 international units (iu) all bags, frequency, and route not reported) for peritonitis. The outcome of this peritonitis event was unknown.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.